Event description:
The customer reported that the sensor would not work. Customer stated that the sensor reading was 50 mg/dl and blood glucose was 85 mg/dl and 95 mg/dl and the insulin pump would go to threshold suspend. Troubleshooting was done for sensor glucose versus blood glucose. Customer's blood glucose was 174 mg/dl. Advised the customer that sensor would be replaced. Customer will monitor the sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.